Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, a resolute onyx rx drug eluting stent was used to treat a mildly tortuous and moderately calcified lesion located in the distal circumflex artery, exhibiting 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the strut fractured and was sticking straight up mid stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st, 22nd and 30th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. A kink was evident along the distal shaft, 19.1cms proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.